Event description:
Underdelivery reported. The pump was in home use delivering a tpn solution at 74.4ml/h with a 30 minute taper down. The pt reported that when the infusion was expected to be complete, the display indicated delivery of the full 1450ml, however, approximately 600ml remained in the IV container. It was noted that the bag spike port was pointing upward indicating a possible upstream occlusion. The pt did not experience any adverse effects. No additional info was available.

Manufacturer narrative:
The pump was returned for testing and eval. An infusion test was programmed for total parenteral nutrition delivery. The parameters were volume 1450ml, taper up 30 mins, taper down 30 mins, total time 20 hrs, kvo rate 1.0ml, kvo time 4 hrs, container size 1450.0ml. The expected amount was 1450.0ml and the measured amount was 1417.47ml. The percent of error was -2.24%. The pump infused within the sys specs. The reported event date was 02/03/98. However, according to the device history, the pump was not "powered on" on this date.